Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the station had a failed pocket. A field service engineer assisted customer to remove the failed pocket and clear the debris found on the row boards to resolve. The system functioned as intended after the field service engineer assisted the customer.

Event description:
It was reported when using the bd pyxis medstation es system cubie drawer did not release and recover, preventing user from removing the required medication. There were no adverse events or injuries reported based on this event.